Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed broken force sensor detected. Customer stated that the insulin pump was exposed to a high magnetic field. Customer was on a cruise and has been scanning. Error alarm was confirmed in the alarm history. Blood glucose value was 2.8 mmol/l. The customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a critical error and a pump error 35 was found in the formatted history file due to the force sensor zero off set being out of specification. Unable to perform the rewind, seating, basic occlusion, occlusion, force sensor or displacement tests due to the critical pump error. The pump was received with a cracked case on the back at the battery tube area and battery tube threads. The pump was received with a missing display window cover, minor scratches on the lcd window, case and keypad overlay, as well as a fading serial number label.